Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.